Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that catheter broke during use with a bd introsyte-n¿ 26 ga (1.9f). The following information was provided by the initial reporter, "nurse took the purple introducer (bd introsyte-n) out of the insertion site and proceeded to peel it apart as usual. The introducer catheter did not peel apart properly because a portion of the introducer catheter was still around the PICC catheter."

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported that catheter broke during use with a bd introsyte-n¿ 26 ga (1.9f). The following information was provided by the initial reporter: "nurse took the purple introducer (bd introsyte-n) out of the insertion site and proceeded to peel it apart as usual. The introducer catheter did not peel apart properly because a portion of the introducer catheter was still around the PICC catheter."